Event description:
It was reported that a pt was being prepared for surgery when a downward force during the intubation process allegedly caused the headpiece to drop. No injury was related to this event.